Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds and impedance were noted on the right ventricular lead, and both were observed to be high. The lead remains in use and is being monitored. No patient complications have been reported as a result of this event.